Event description:
It was reported that the centrimag motor had a cut in the cable. The motor would be sent in for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer¿s investigation conclusion: the reported event of damage to the centrimag motor cable was confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis to the service depot with a cut in the outer jacket of the motor cable. The motor was forwarded to product performance engineering (ppe) for further analysis. The returned motor was connected to a test monitor, test console and mock loop. The motor cable was flexed while the system was running, and no issue nor alarms became active. The observed damage did not affect the motor¿s ability the function as intended. No further testing was performed. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Further information confirmed that there was no patient involvement. It was not available whether equipment was exchanged.